Manufacturer narrative:
Pump was received with no button error alarm during testing. However unit had an intermittent express bolus, esc and act buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, broken belt clip slot, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and is unable to clear it. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.